Event description:
The co service rep reported that the 3100a rental ventilator did not meet a specification. The limit valve did not go below 12 cmh20 when it should have during the 3100a rest/inspection. There was no pt involvement at all.